Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the appearance of a blue line across the display screen during sedation in a diagnostic endoscopy procedure performed using an olympus gastrointestinal videoscope.the intended procedure was completed using the same device. There was no patient injury reported.